Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4: the lot number was unknown; therefore, the expiration date and device manufacture date were unknown; and UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a rotator cuff repair procedure, an expresssew iii ac gun device and an expressew iii needle device were used together. According to the report, the devices were not firing properly, and were making a grinding noise when firing. Another like device was used to complete the procedure with less than five minutes surgical delay. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that a expressew iii needle pk5 was received in used condition, it was found inserted into the expresssew iii ac gun shaft. The needle was disassembled without restrictions. It shows the tip broken. The broken fragment was not returned. Due to the damage found in the needle, functional test was unable to be performed. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the needle damage precluding the device deploy as expected. The needle condition can be traced to repeatedly passing the needle through excessive tissue; any use beyond this would cause the needle to fatigue and then break. Therefore, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.